Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd-m w/drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd-m w/drive pcb. In addition, our technician confirmed that the nozzle gluing missing, the ccd drive pcb loose, the ccd drive pcb defective, and the suction channel kink; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).